Event description:
Had essure implanted in 2015. Since then I've had pain and excessive bleeding. I've had chronic fatigue as well. At the age of (B)(6), I will be having a hysterectomy due to these things.